Manufacturer narrative:
Investigation completed 12/06/2017. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The last communication with the customer indicates that ¿the device is lost¿. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hole in the secondary packaging (pouch) was detected prior to opening. The primary packaging (box) was intact. Another device was available. There was no patient impact reported.